Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet pump received an occlusion alert with a reported blood glucose value of 257 mg/dl while using an infusion set (contact detach), and the user was educated on occlusion meaning and resolution. The alert resolved only after a supply change due to an expired infusion set and a prefilled cartridge. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included restoration of insulin delivery after the supply change with no hospitalization. Investigation included troubleshooting and education provided by customer support. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that resolved with replacement, consistent with device occlusion behavior. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set obstruction consistent with use-related factors.